Event description:
It was reported that the left ventricular lead dislodged and the lead body was in the coronary sinus. High threshold was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation had cosmetic environmental stress cracking.